Manufacturer narrative:
On (B)(6) 2016: during follow up, the customer indicated that bg levels had been within target range since leaving the hospital. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital with low blood glucose (bg) levels of 45 mg/dl. While hospitalized, the customer was treated intravenously with d50. Customer's healthcare providers also altered pump settings which caused customer's bg levels to elevate to 394 mg/dl. Customer was treated for elevated bgs via intravenous fluids and insulin. Customer was still hospitalized at the time of the call.